Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-05475. Citation: https://doi.org/10.1016/j.wneu.2021.06.112.

Event description:
Title: timing of preoperative surgical antibiotic prophylaxis after primary one-level to three-level lumbar fusion. The purpose of this study was to examine the relationship between timing of preoperative surgical antibiotic prophylaxis and postoperative surgical site infections (ssis) among patients with 1-level to 3-level lumbar fusion. A retrospective cohort study was conducted among patients who underwent a primary 1-level to 3-level lumbar fusion at a single academic hospital between january 2013 and december 2017. Deep facial layers were closed with 1-0 vicryl sutures, subcutaneous layers were closed with 2-0 vicryl sutures, and the skin incision was closed with running 3-0 nylon sutures. Reported complications included surgical site infection (n=27). In conclusion results show that preoperative antibiotic administration beyond 1 hour in patients who have undergone lumbar fusion is associated with higher rates of ssi.